Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022 and on (B)(6) 2025, the patients therapy was adjusted from 15ma @ 65us to 7.8ma@125us. On (B)(6) 2025, the patient experienced vf arrest and their ICD did not rescue the patient from vf. Chest compressions were administered and an external AED was used to secure sinus rhythm. The physician was unsure if the adjustment to the patients therapy could have caused or contributed to the event and was curious since the patient was a strong responder to therapy and had no issues. As of (B)(6) 2025, the root cause of the event was unknown.